Manufacturer narrative:
Insulin received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were excessively hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were trying to push the buttons to maneuver around the insulin pump. The customer was having difficulty in pushing the buttons. The customer stated that they were having a very difficult time programming the insulin pump and getting the buttons to respond. The device will be returned for analysis.